Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13h03010 and h13f21065 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of abdominal pain, fever and cloudy effluent. On an unknown date, the patient was treated with vancomycin 1 gram, intraperitoneal (ip) once weekly for 3 weeks, and gentamycin 40mg (ip) daily for 14 days. The patient was discharged four days after admission. The patient recovered from peritonitis one week after being discharged. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 2 involved in this peritonitis event.